Manufacturer narrative:
The lot numbers for the three malfunctions were provided and a lot history review was performed. The device for one malfunction has been returned for evaluation; the evaluation was inconclusive for missing components. For two malfunctions, the devices have not been returned for evaluation, therefore, the investigation is inconclusive for missing components as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8806061 implantable port allegedly had missing components. This information was received from various sources. Of the three malfunctions, no patients were involved and therefore there were no patient consequences. One patient was reportedly a (B)(6) year old man weighing (B)(6) kgs. The age, weight, and gender of the other patients was not provided.